Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump down arrow button did not respond due to flattened button dome switch. The insulin pump was unable to verify battery out limit alarm due to unresponsive button. The insulin pump was monitored and had no slow battery change noted. No vibration anomaly noted. The insulin pump received with minor scratched display window and broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had a battery out limit alarm and keypad buttons were unresponsive. Customer's blood glucose was 202 mg/dl. Customer's mother stated that the pump alarmed during normal use. Customer's mother was assisted with clearing the alarm but none of the buttons were responsive. Customer has a back-up plan of manual injections. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.